Event description:
It is reported by the patient's attorney that the patient underwent right ankle surgery in 2006. Post-op, patient was experiencing pain and underwent surgery to remove the syndesmosis screw, which had fractured four months later. Thereafter, patient was experiencing pain, and x-rays taken in 2007, showed the lateral plate had broken. Removal of the fractured plate, screws and wires from right ankle was performed three days later.

Manufacturer narrative:
Evaluation summary: based on the information provided, it is unknown as to how many screws were used and how the fixation of the plate was made to the ankle bone. There were no devices returned for evaluation. Also, no x-rays or photos were returned. Patient might have experienced pain due to inadequate healing of the bone or non-compliance reasons. Patient weight might have also contributed to this event. Based on the available information the cause can not be definitely determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be reviewed, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.